Event description:
It was reported that the patient's right hip was revised. A tmzf stem and 40 mm metal head were explanted. Patient was revised due to trunnionosis. A size 3 accolade tmzf stem and 40 +4 mm cocr head were revised. Rep provided pictures of the explants and primary operative report but confirm that otherwise no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown accolade stem was reported. The event was confirmed via provided photos. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem and metal head with blood and bone tissue on it. The stem trunnion was worn. -clinician review: insufficient information was provided to support a medical review. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to trunnionosis. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem and metal head with blood and bone tissue on it. The stem trunnion was worn. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised. A tmzf stem and 40 mm metal head were explanted. Patient was revised due to trunnionosis. A size 3 accolade tmzf stem and 40 +4 mm cocr head were revised. Rep provided pictures of the explants and primary operative report but confirm that otherwise no further information will be released by the hospital or surgeon.